Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, the pacing lead impedance on the left ventricular (lv) lead was increased with no capture. A fluoroscopic examination revealed the lv lead was dislodged. The patient is awaiting a lead revision due to an unstable condition not related to this event or device(s).

Event description:
The lv lead was explanted and replaced. The patient was stable following the procedure.